Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 2290, analyzer product ID 2067l rf (radio frequency), head product event summary: analysis found no damage to the analyzer connection on the programmer. Loss of communication error message due to a damaged connector on the analyzer. It is noted the programmer has signs of corrosion inside keyboard compartment.

Event description:
It was reported that a message was received that the analyzer would not communicate with the programmer. The programmer is being returned for analysis. No patient complications have been reported as a result of this event.

Event description:
The programmer was returned for analysis.